Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device with a 7f sheath after an interventional peripheral procedure. Reportedly, insertion into the vessel was not smooth; it was somewhat difficult to advance. Upon further insertion, the prostyle deployed as normal. The knot was pushed down on top of the artery, yet failed to achieve hemostasis. A non-abbott device was inserted with the same resistance and failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.